Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion. Pump was cleared and new bag of medication hung. Csar card for medication stated 16ml remained in the bag. The nurse cleared 26 ml from the pump and there was still approximately 10ml left which was wasted with witness. There was no known patient injury or medical intervention associated with this event. No additional information is available.